Manufacturer narrative:
Correction: g.2. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during a drain phase of pd treatment there was a fluid leak. At the patient line connector. There was no fluid found inside the cycler or on the cassette. The patient was advised to set up again with new supplies and start treatment over. There was no reported harm, intervention or adverse event during the initial call. Multiple attempts were made to gather missing details but no information was provided. The cycler set has not been returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported, that during a drain phase of pd treatment, there was a fluid leak at the patient line connector. There was no fluid found inside the cycler or on the cassette. The patient was advised to set up again with new supplies and start treatment over. There was no reported harm, intervention or adverse event during the initial call. Multiple attempts were made to gather missing details, but no information was provided. The cycler set has not been returned for investigation.